Event description:
A user facility reported to olympus that an image was not present on a secondary monitor. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Through troubleshooting, it was determined a serial digital interface (sdi) cable was connected to the wrong port on the secondary monitor. Upon reconnecting correctly, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause of the event is that the image did not display due to the incorrect insertion of the video cable. Correction: the manufacturer has determined there is no potential for this issue of the secondary monitor not presenting an image to cause or contribute to an adverse event.